Manufacturer narrative:
UDI information is not avalible at the time of this submission.

Event description:
Event as described by user on 07/20/24 I attempted to intubate a pt with the attached provublade size 4. The blade initally worked, but prior to tube placement failed'